Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was implanted in a patient. It was later reported on (B)(6) 2023, during a 45 day post-procedural transesophageal echocardiography (tee), that device related thrombus was noted on the disc. The physician did not report any abnormal shape or appearance of the thrombus. It was reported the patient's most recent international normalized ratio (inr) was 1.0. The patient status was reported stable and on 6 weeks of full dose eliquis, oral anticoagulation therapy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Imaging provided by the field indicated that the disc of the device is below the pulmonary vein ridge which can increase the risk of drt. There was no procedural imaging to determine if the disc was under the ridge at the time of implant or if the disc migrated after implant into this position. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on 07 june 2023, a 31mm amplatzer amulet left atrial appendage occluder was implanted in a patient. Post procedure, the patient was discharged on dual antiplatelet therapy, plavix and acetylsalicylic acid (asa) and was compliant with their treatment. It was later reported on (B)(6) 2023, during a 45 day post-procedural transesophageal echocardiography (tee), that device related thrombus was noted on the disc. The physician did not report any abnormal shape or appearance of the thrombus and no threads were showing. It was reported the patient's most recent international normalized ratio (inr) was 1.0 and the patient was not prescribed any treatment that could contribute to thrombus formation. The patient did not have any hematologic disorders or systemic illness that could contribute to hypercoagulability. The patient status was reported stable and on 6 weeks of full dose eliquis, oral anticoagulation therapy.